Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the patient reported that it was defective. The patient was urinating on herself and it was turned off and it was shocking her. The patient wanted the implant out. It was noted that the shocking started since (B)(6) 2016. The patient went to the emergency room (ER) yesterday for pain and had an x-ray. The patient had a pocket of something next to the implant that one could feel. They thought there was something in the implant leaking in her body. The patient was still looking for a doctor. The patient had been turned down by 3 doctors because they did not want to take on a "damaged implant." The patient continued to have it turned off but it was still shocking the patient and it was hurting very bad.

Manufacturer narrative:
Concomitant medical devices: product ID :3058, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
The patient reported her wires came loose and was contacted and informed by their health care provider (hcp). The patient reported return of symptoms. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that patient was feeling shocking sensation and also reported return of symptoms. The patient was directed to consider turning stimulation off if that resolves shocking sensation between vagina and butt. Stated she felt the shocking whether the device was on or off. The patient reported 11 days later stated she had not found a physician to evaluate her interstim because they didn¿t do the implant. Stated she has called all the doctors on the list on the manufacturer website and none of them would see her. The patient wanted the device removed. Stated all her symptoms have returned as well as the shocking sensation. The patient was asked how health care provider diagnosed that the wire were loose and had she had any x-rays or did a manufacturer representative check her device? She stated she has not had the device checked and never had any x-rays. Stated he went by her symptoms. She stated she will ask her family physician for a referral to an urologist. Stated she was ¿just tired of this.¿